Event description:
When this occurs, they attempt to correct the problem by turning the unit off then back on again.

Manufacturer narrative:
The receptabacle was replaced which may have caused the reported problem. Exact cause is not known.